Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure, the failure occurs during stapling performed for the anastomosis. When trying to open the jaws of the stapler, the mechanisms of the stapler did not react and the doctor reports that he was making movements to try to extract it with the jaws closed, at this time they provided an extra stapler. It did not significantly delay the procedure. Response time by technicians was less than 5 minutes. It did not put the patient's life at risk.

Manufacturer narrative:
(B)(4). Date sent: 07/31/2020. D4: batch # t5ch1n. Device analysis: the analysis found that one long60a device was returned with no apparent damage and with one ecr60b reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Event could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.